Event description:
It was reported that the staff nurse at or heart opened an introducer sheath from the package and they saw some hair, it was stated that it appeared like an eyelash on the introducer sheath. They are sure it was not from shelf. The packaging had no damage. No patient complications were reported.

Manufacturer narrative:
The device is not returned.